Manufacturer narrative:
It was reported that a revision was needed to replace creo screws that were found loose post operatively. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo screws that were found loose post operatively.